Event description:
It was reported that prior to starting a da vinci si surgical procedure the proximal bipolar connectors were broken on a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The bipolar insert was missing from the back end. Pins and conductor wires were sticking out of the chassis. The insert may have not been fully seated in the chassis or may been pulled out when bipolar cord was removed. Some bipolar cords are a tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. Electrical continuity testing was performed and passed. Additional observation not reported was one of the four pogo pins was stuck, however it did not remain stuck as the pin slowly rose to place. Failure analysis concluded the pin sticking was likely due to improper cleaning. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.